Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to loose motor support disk.

Event description:
It is reported that the insulin pump alarmed prime alarm. Nothing further reported.